Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of intimal dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous mildly calcified de novo lesion in the mid left anterior descending coronary artery. A 3.00x33mm xience xpedition stent was deployed; however, a distal edge dissection was noticed post deployment. A 2.5x18mm xience xpedtion was used to cover the dissection. There was no clinically significant delay in the procedure and no adverse patient sequela. No additionally information was provided.